Manufacturer narrative:
The facility's biomedical engineer has advised that he replaced the two (2 ) batteries in the iabp with batteries obtained from getinge and allowed them to charge overnight (basically from around noon until 9:30 the next morning). However, when he ran the battery run time test, they failed to meet getinge's run time specifications, shutting down at 1.9 hours from the start of the test. Subsequently, getinge provided a replacement set which he installed and also let charge overnight, and when he ran the run time test again the next morning, the iabp passed to factory specifications. The full name of the initial (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event was reported. However, it is unknown under which circumstances this event occurred.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) failed the battery runt time test. There was no patient involvement and no adverse event was reported. It is unknown under which circumstances this event occurred.